Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation conclusions)

Event description:
N/a

Event description:
Rivers, a cvicu rn, called into the emergency support program line to request assistance with batteries in use on a cardiosave while plugged into the wall during use. She stated the console was only using battery power. She verified the icon at the top of the screen read rescue. Esp personnel walked rivers through re-engaging the console back into the cart. Rivers verified it was now charging by hearing the audible tones when it was re engaged, seeing an ac plug icon over the battery icons, and verifying the icon at the top of the screen switched from rescue to hybrid. No patient harm or injury was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). (B)(6) a cvicu rn, called into the emergency support program line to request assistance with batteries in use on a cardiosave while plugged into the wall during use. She stated the console was only using battery power. She verified the icon at the top of the screen read rescue. Esp personnel walked rivers through re-engaging the console back into the cart. Rivers verified it was now charging by hearing the audible tones when it was re engaged, seeing an ac plug icon over the battery icons, and verifying the icon at the top of the screen switched from rescue to hybrid. No patient harm or injury was reported.